Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. The device was returned without the battery. With a new battery inserted, the device powered on. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device did not have any icons in the readiness display anymore and could not be powered on. There was no patient use associated with the reported event.